Event description:
It was reported the patient passed out and fell in (B)(6) 2013, and around that time when stimulation was turned on the patient started to experience pain in the middle of her back which was a little lower than where her leads were placed. It was noted the pain went away when the implantable neurostimulator (ins) was turned off. The patient had one program that she could use and not get pain but this program did not cover the pain area in the middle of her back. A manufacturer representative tried to use other electrodes to cover the pain the patient was received the ins for but this caused new pain in the patient¿s back. The manufacturer representative ran impedances at 0.7 volts (v) and electrode 8 was greater than 10,000 ohms. Impedances were re-run at 1.5 v and 3 v which were in the range of 637-832 and 621-833, respectively. The patient was currently programmed at 3+, 4-, 5-, 6+ at a pulse width of 210 and rate of 50 hertz; it was noted this was the only program that did not cause pain perception. It was reported ¿this did not seem to be isolated to one of the leads.¿ it was also reported when the patient sits or stands in certain positions she felt stimulation shut off. The manufacturer representative planned to disable adaptivestim for a short time to see if this resolved the issue and would have the patient try to increase stimulation manually. It was noted the ins was detecting the correct positions. Additional information received 4 days later reported an x-ray was taken the previous week and all the leads appeared to be connected and in ¿good¿ position. The cause of the pain in the middle of the patient¿s back had not yet been resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, lot# n332288, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was further reported that the patient was not feeling stimulation in the sport where the patient "needed" it in her back. It was noted that the patient passed out and fell.

Manufacturer narrative:
(B)(4).